Manufacturer narrative:
UDI (B)(4). Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or due to malposition. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event. At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.

Event description:
As reported by implant patient registry through receipt of an implant card, 1 year and 2 months post implant of a 26 mm sapien 3 valve in the aortic position, a 26 mm sapien 3 ultra valve was implanted valve in valve (viv). The cause of the viv procedure is unknown. Additional information is not available at this time.

Manufacturer narrative:
The following sections were corrected based on additional information obtained through review of medical records received:  b5, f10, and h6. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, investigation results indicate that 6 months post implant the patient was diagnosed with streptococcus mitis endocarditis, which is a normal commensal of the human oropharynx and colonizes hard surfaces in the oral cavity such as dental hard tissues as well as mucous membranes and are part of the oral flora. These gram-positive bacteria are not usually pathogenic but commonly cause bacterial endocarditis. There was no allegation or indication that the reported endocarditis was related to a sterilization failure during the manufacturing process of the valve.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
As reported by implant patient registry through receipt of an implant card, 1 year and 2 months post implant of a 26 mm sapien 3 valve in the aortic position, a 26 mm sapien 3 ultra valve was implanted valve in valve (viv) due to unknown reasons. Upon review of medical records received, it was clarified that the 6 months post tavr procedure the patient was diagnosed with late endocarditis. A tee showed a 6-7mm vegetation on the tavr valve due to streptococcus mitis endocarditis. The patient underwent 6 weeks of IV antibiotics therapy.  After completing the treatment, the patient complained of progressive shortness of breath, easy fatigability and generalized weakness. At the 1-year post tavr follow up visit, a CT showed low attenuations areas on the aortic valve. A tee done reported: aortic valve leaflets are thickened with reduced excursion, moderate eccentric prosthetic aortic regurgitation directed to anterior mitral valve leaflet, ava = 1.1 cm2; visual comparison with previous tte done 6 months prior revealed a torn mitral cord and moderate mitral regurgitation.  2 months later the patient was admitted for a valve-in-valve (viv) procedure secondary to severe, symptomatic aortic stenosis due to healed endocarditis with leaflet vegetation and nyha class iii limitations.  The patient underwent a successful tf tavr viv procedure with a 26mm sapien 3 valve. Post deployment there was no aortic insufficiency, no paravalvular leak and the mean gradient was 12 mmhg by tte. The patient tolerated the procedure well without complications and patient was discharged home in stable condition on post-operative day 1.